Event description:
New information received indicates that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, the device was found to be in backup vvi mode. Poor telemetry was also noted. The device was explanted and replaced.